Event description:
User received an erroneous hcg result for one patient sample. User ran the patient sample immediately followed by the same programmed with a dilution. The undiluted sample recovered 1.35 miu per ml. The diluted sample recovered 28034 miu per ml. The original result was reported, but immediately corrected after the second result was generated. No adverse effects occurred to the patient.

Manufacturer narrative:
The field service representative determined the sample to be the cause but noted he checked the pmt high voltage and rebuilt the syringes. The user confirmed there have been no further incidents since service was performed on the analyzer. The sample is not available for investigation.